Event description:
It was reported that an ilet user experienced an occlusion alert and insulin delivery stopped, after which the user¿s blood glucose rose above 400 mg/dl and later reached 510 mg/dl; the user performed a full supply change and subsequently used a meal announcement as a correction despite not eating, after which a fingerstick showed improvement with values declining from 510 mg/dl to 405 mg/dl and then to 372 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education regarding appropriate use of meal announcements and occlusion management, without hospitalization. Investigation included review of the reported occlusion alert, user-reported corrective actions, and blood glucose trend following infusion set and supply change. Investigation of this case revealed that an occlusion interrupted insulin delivery and that the user¿s corrective action using a meal announcement without food intake was inconsistent with intended use, with glucose reduction occurring after supply change and continued monitoring. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in response to an occlusion event.